Event description:
It was observed during the device inspection that the bronchovideoscope had a printed circuit board malfunction causing image blackout. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely due to an electrical/electronic component issue. The most probable cause is component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device